Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that neonate was cooling on the arctic sun device. Patient reached the 36.5c target at 1300. Rectal probe was in place. Neonate passed stool displacing the rectal probe and now device stopped, and they were getting alarms/alerts. The patient temperature dropped suddenly, and the device made very warm water. Target temperature was 36.5c, patient temperature was reading 37.3c, water temperature was 29.1c and flow rate was 0lpm. Event log showed alarm 14 (patient temperature 1 probe out of range), alarm 50 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). Mss explained that these alarms typically mean that the patient temperature probe or temperature in cable were damaged or broken. Mss also recommended to change out the rectal probe first since it was faster than finding a cable and if the alarms/alerts occurred then continue to change out the temperature in cable. The user stated that as soon as the rectal probe was changed the patient temperature read as 36.5c. No further alerts/alarms were noted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that neonate was cooling on the arctic sun device. Patient reached the 36.5c target at 1300. Rectal probe was in place. Neonate passed stool displacing the rectal probe and now device stopped, and they were getting alarms/alerts. The patient temperature dropped suddenly, and the device made very warm water. Target temperature was 36.5c, patient temperature was reading 37.3c, water temperature was 29.1c and flow rate was 0lpm. Event log showed alarm 14 (patient temperature 1 probe out of range), alarm 50 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). Mss explained that these alarms typically mean that the patient temperature probe or temperature in cable were damaged or broken. Mss also recommended to change out the rectal probe first since it was faster than finding a cable and if the alarms/alerts occurred then continue to change out the temperature in cable. The user stated that as soon as the rectal probe was changed the patient temperature read as 36.5c. No further alerts/alarms were noted.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "handling damaged". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that neonate was cooling on the arctic sun device. Patient reached the 36.5c target at 1300. Rectal probe was in place. Neonate passed stool displacing the rectal probe and now device stopped, and they were getting alarms/alerts. The patient temperature dropped suddenly, and the device made very warm water. Target temperature was 36.5c, patient temperature was reading 37.3c, water temperature was 29.1c and flow rate was 0lpm. Event log showed alarm 14 (patient temperature 1 probe out of range), alarm 50 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). Mss explained that these alarms typically mean that the patient temperature probe or temperature in cable were damaged or broken. Mss also recommended to change out the rectal probe first since it was faster than finding a cable and if the alarms/alerts occurred then continue to change out the temperature in cable. The user stated that as soon as the rectal probe was changed the patient temperature read as 36.5c. No further alerts/alarms were noted.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "handling damaged". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that neonate was cooling on the arctic sun device. Patient reached the 36.5c target at 1300. Rectal probe was in place. Neonate passed stool displacing the rectal probe and now device stopped, and they were getting alarms/alerts. The patient temperature dropped suddenly, and the device made very warm water. Target temperature was 36.5c, patient temperature was reading 37.3c, water temperature was 29.1c and flow rate was 0lpm. Event log showed alarm 14 (patient temperature 1 probe out of range), alarm 50 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). Mss explained that these alarms typically mean that the patient temperature probe or temperature in cable were damaged or broken. Mss also recommended to change out the rectal probe first since it was faster than finding a cable and if the alarms/alerts occurred then continue to change out the temperature in cable. The user stated that as soon as the rectal probe was changed the patient temperature read as 36.5c. No further alerts/alarms were noted.